Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged reset was identified in the pump logs; however, no failure was identified. Additionally, the data issue was verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unexpected reset occurred. There was no patient involvement, as the customer was using an alternate pump for therapy at the time of the reported event. The customer reported that the personal profile was missing from the pump after the reset occurred. Reportedly, the customer would continue use of the alternate pump for therapy.